Event description:
It was reported the patient had a bladder infection two weeks prior to report. It was also reported that the patient had spasms and a return of symptoms unless she doubled her oral medications occurring in the last two weeks. The patient did not have a patient programmer available, and was waiting to receive a replacement before making an appointment with her physician. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had a "non-contrast CT of abdominal and pelvis area" scheduled for (B)(6) 2012. It was note that the patient's device was reprogrammed on (B)(6) 2012. It was noted that the leads and wires were checked and a new program was created, but it was reported that there was "no success" with the patient. It was noted that the patient experienced "bladder spasms." No patient injury was reported. The patient was not hospitalized due to this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot# v307391, serial#, implanted: 2009 (B)(6) explanted: product type lead; product ID 3037, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).